Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose was 499 mg/dl. The customer have been blousing normally for food and when put correction in and 0 food giving 0.0 units. The customer was advised to give time for insulin in body to work and then attempt bolus again. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 499 mg/dl.